Manufacturer narrative:
H10: manufacturing review: he device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one encor biopsy probe and vacuum assembly were returned for evaluation. During visual evaluation, the biopsy probe appeared to be clean with the aperture completely closed. The saline cap was returned. The proximal retaining cap was glued to the probe. No damage was noted to the rear housing. No other anomalies were identified. Upon microscopic observation, it was noted foreign material appeared on the tip of the aperture and cutter. Skiving was noted to the inside of the protective tubing. One electronic photo was provided and reviewed . The photo shows foreign material at the trocar and cutter part of the probe. Therefore, based on the photo review, the reported foreign material can be confirmed. Therefore, the investigation is confirmed for the reported foreign material issue. A definitive root cause for the reported foreign material issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 09/2021). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy, the device allegedly contaminated. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation as well as photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 09/2021).

Event description:
It was reported that prior to a biopsy procedure, the device was allegedly contaminated. There was no patient contact.